Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_android, omnipod software app version: 3.1.6, operating system: bp4a.251205.006.s936u1ueu9czdp, hardware: sm-s936u1, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient experienced severe hypoglycemia on (B)(6) 2026, resulting in fainting and loss of consciousness. The patient¿s blood glucose level was not reported. The pod had been worn for 4¿24 hours, on the arm. Paramedics arrived at the patient¿s home, assessed her condition, and confirmed a diagnosis of hypoglycemia. The patient received unspecified treatment to raise blood glucose levels. Attempts to obtain additional details were made but unsuccessful. A supplement report will be submitted if additional information is received.